Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm but when he changed the battery the screen was not turning back on. Customer's blood glucose value was unknown at the time of the incident. Customer was tried 3 different fresh new batteries but it's still not working. Customer stated the screen turns off when he clean the battery compartment. Customer stated that he keeps getting the insert new battery alert even if he changed the battery but it went to a blank display again after seeing the insert new battery alert. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The device will be returned for analysis.